Event description:
Per the audiologist's report, then open circuit electrodes were noted during a routine programming appointment. An integrity test was done in 2007. A review of the results by cochlear staff a week later confirmed that there were ten malfunctioning electrodes. It was recommended either the patient's sound processor be reprogrammed with the malfunctioning electrodes deactivated or the device be explanted. The device was explanted four days later, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.